Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed based on the data recorded in the event log file. The event and periodic log files were successfully retrieved from the returned system controller serial number (B)(6) . The event log file contained data recorded on (B)(6) 2021 from 12:52 to 13:16 where multiple low voltage alarms were recorded. The associated voltage levels indicated that the alarms occurred while on 14v batteries and mpu. The pump support was not affected and the system maintained the set speed with no interruptions. The periodic log file contained events from october 11 to october 22 (12:45) 2021 where normal operation was recorded. The atypical low voltage alarms captured in the event log file were not able to be reproduced during analysis and a specific root cause was not determined. The system controller was functionally tested using the laboratory equipment and was found to function as intended. The system controller was operated for extended period of time while connected to a mock circulatory loop and there were no atypical alarms/events observed. The system controller was disassembled and visual inspection did not reveal any problems with the internal components. The wires in the power cables were measured and there were no issues with the wires and the wires insulation. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient replaced their batteries in the morning and the device was working normally. At 13:00, the patient experienced low battery alarms and yellow replace battery alarms. The patient replaced the battery and the alarm recurred. The low battery alarms resolved temporarily but started again. The patient called the vad coordinator after they replaced the batteries once and the low battery alarm recurred. The patient replaced their batteries a second time and checked that the connectors between the batteries and battery clips were clean. The alarm repeated. The device was then connected to the mobile power unit, but the system controller continued to alarm. The batteries were shown to have 2-4 light currents. The patient indicated that both wires were alarming and the battery image was flashing on the display. The patient was instructed to switch to their backup controller and the replacement went well. The low battery alarms cleared.